Manufacturer narrative:
Follow-up #1 (B)(4) device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: daily, for the last month, the pump has emitted multiple loss of prime alarms. Parent states that the issue caused the patient to have an excursion of 500 mg/dl with no symptoms. Reporter denies and change in temperature, force, or impact to the pump and states cartridge cap tightly secured, no damage noted to the cap or compartment, no trauma or moisture to pump. Parent is filling the cartridge with refrigerated insulin, not following the instructions for use. Customer technical support (cts) educated the parent on the cause of the lop, and instructed her to change to a new cartridge from a new box. Advised to monitor the issue and call cts if the issue continues. Cts also educated the parent on filling the cartridge per IFU. Parent was able to prime and send a 3.0 unit air bolus without receiving any additional alarm. Patient has resumed use of the pump and current bg is200 mg/dl with no symptoms. There is no indication of a malfunction. This issue is being reported as a patient on pump therapy has experienced hyperglycemia. Use error cannot be discounted as a contributing factor, as refrigerated insulin was used to fill the cartridge.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Use error cannot be discounted as a contributing factor, as refrigerated insulin was used to fill the cartridge.